Event description:
It was reported that during the use of an ekosonic catheter in a bilateral deep vein thrombosis (dvt) case, error code e311 alarm with ultrasound bricks gray occurred. Troubleshooting was performed with no success. All the connection were checked (no bent pins, cross connections, or fluid ingress ran 5.5 hrs before alarm)and switched another console and the same issue occurred. Ultrasound therapy on the device was stopped. Tpa was run and normal saline via coolant lumen. The patient was reportedly doing great (heart rate down from 118 to 80 normal sinus rhythm. Pulse is 97% breathing is so much better).